Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while defibrillating a pt (age and gender unk), an arc occurred from the electrode pads. Complainant indicated that the clinician adjusted the pads, delivered energy and again an arc was observed. Complainant indicated that the clinician obtained another set of electrode pads and another device to continue treating the pt.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The returned pair of electrode pads (lot #0415) were visually evaluated and a clear plastic film was observed to be covering the conductive gel and tin. There was visual evidence that an arc consistent with the customers report had occurred. The evaluation concluded that there were no performance discrepancies with the electrodes, the root cause was determined to be the plastic film used to cover the conductive gel was not removed during the assembly process. Retained samples were pulled and data was reviewed back to 2010. This is believed to be an isolated incident. Analysis of reports of this type has not identified an increase in trend.